Event description:
On (B)(6) 2013, at (B)(6) hospital, memphis, tn the customer reported that a newly installed cardiohelp unit (B)(4) displayed a "battery 2 needs service" error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician performed battery calibration on-site at the hospital and the device was returned to service. (B)(4).